Event description:
Stryker reference#: (B)(4). It was reported that a surgeon was performing a knee arthroscopy procedure when the image on all the monitors was allegedly lost. The surgeon reportedly needed to stop the procedure and a different arthroscopy tower was used to complete the procedure. There was reportedly a procedural delay of 20 minutes with no adverse consequence to the pt nor any add'l medical intervention required.

Manufacturer narrative:
Details of the pt involved were not provided, however, there was no reported adverse consequence to the pt as a result of the reported event. The reported event of the image being lost during surgery was isolated to be the result of a faulty dvi extender. The dvi extender has been requested to be returned to the MFR for further eval. Eval summary: stryker field reps in (B)(4) visited the user facility and isolated the issue to be the result of a faulty dvi extender. The dvi extender has been requested to be returned to the MFR for further eval. There was no reported adverse consequence to the pt as a result of the reported event.